Event description:
It was reported that the j stylets packaged with the 4076 lead are not retaining their j shape. No patient involved.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.